Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 2000 ohms. The physician elected the patient to be admitted to the hospital while waiting on the lead revision later this week. It was noted the physician suspects a broken inner coil due to noise, oversensing, and under pacing was observed. There was no asystole reported. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 2000 ohms. The physician elected the patient to be admitted to the hospital while waiting on the lead revision later this week. It was noted the physician suspects a broken inner coil due to noise, oversensing, and under pacing was observed. There was no asystole reported. At this time, the lead remains in service. No adverse patient effects were reported. Received additional information the lead was replaced, capped, and left in-situ. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 2000 ohms. The physician elected the patient to be admitted to the hospital while waiting on the lead revision later this week. It was noted the physician suspects a broken inner coil due to noise, oversensing, and under pacing was observed. There was no asystole reported. At this time, the lead remains in service. No adverse patient effects were reported.